Event description:
It was reported that a large volume infusor had no flow during patient infusion. It was further described as bottle was "full" and ¿bottle did not infuse to the patient¿. The device contained fluorouracil and 5% dextrose solution. A new dose was scheduled for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.